Manufacturer narrative:
Qn# (B)(4). The report of a leaking catheter body was confirmed through complaint investigation of the returned sample. The customer returned one, 4-lumen cvc for analysis. Signs-of-use in the form of biological material was observed. After failing functional testing, a leak was observed on the catheter body when flushing the proximal extension line. Microscopic examination confirmed the damage. The hole on the catheter measured 25mm via calibrated ruler from the juncture hub. The catheter body total length measured 223mm via calibrated ruler, which was within the specification limits of 207mm-227mm per the catheter product drawing. The catheter body outer diameter measured 2.90mm via calibrated caliper, which was within the specification limits of 2.87mm-2.97mm per the catheter extrusion product drawing. Functional inspection was performed per IFU statement, "flush lumen(s) to completely clear blood from catheter". A lab inventory syringe filled with water was attached to all four extension lines and flushed. When flushing the proximal line, water was observed leaking out of a small hole on the catheter body. No leaks or blockages were observed when flushing the medial 1, medial 2, or distal extension lines. The IFU provided with the kit informs the user, "ensure catheter patency prior to use. Do not use syringes smaller than 10 ml (a fluid filled 1 ml syringe can exceed 300 psi) to reduce risk of intraluminal leakage or catheter rupture". The IFU also states, "do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations". Three device history record review was performed based on a potential lot from sales history, and no relevant findings were identified. Based on the customer report and the sample received, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: a leak was noticed from the cvc 36 hours after insertion into patient. The cvc was therefore removed , and a hole was discovered in the lumen. Additional information was requested from the account.

Event description:
It was reported that: a leak was noticed from the cvc 36 hours after insertion into patient. The cvc was therefore removed , and a hole was discovered in the lumen. Additional information was requested from the account.

Manufacturer narrative:
(B)(4).